Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use, the tip of the needle on the bd insulin syringe with the bd ultra-fine¿ needle 0.5 ml 31 g x 5/16 contained wet foreign matter. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: customer returned (4) syringes in an open poly bag from lot # 7086639. Customer states that the syringes have wetness and a clear drop on the tip of the syringe. All returned syringes were examined and no foreign matter was observed on or in any part of the syringe. All samples were also tested and no foreign matter came out of the needle when fully depressing the plunger rod. As per manufacturing, a review of the device history record was completed for batch# 7086639. All inspections and challenges were performed per the applicable operations qc specifications. There were sixteen (16) notifications [(B)(4),] noted that did not pertain to the defect bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA is required at this time.